Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave was selected for use in a procedure on (B)(6) 2025. The patient experienced atrial fibrillation with rapid ventricular response. On (B)(6) 2025, the patient presented to the emergency department with rapid heart rate, chest pain, palpitations, and elevated blood pressure that began at home around 6 pm. The patient was admitted for further evaluation, during which a transesophageal echocardiogram with direct-current cardioversion was successfully performed, along with telemetry/holter/loop monitoring and a chest x-ray. The suspected cause was the patient's underlying condition of drug refractory, recurrent, symptomatic paroxysmal atrial fibrillation. The patient was discharged on 07mar2025. The device is not expected to be returned for analysis.